Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer. Pump received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, broken reservoir tube lip, broken belt clip rails and serial number label missing.

Event description:
Customer reported via phone call that the reservoir compartment was unable to lock the reservoir. Customer¿s blood glucose level was unknown. Insulin pump will be returned for analysis.